Manufacturer narrative:
Patient code: (B)(4) secondary surgical intervention, lens explanted (B)(4).

Event description:
The reporter indicated the surgeon has had to explant 3 - 4 implantable collamer lenses over the last couple of years due to lens sizing. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.